Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: " please clarify what is meant by the package had been found open before use. =>no further information. Was the primary package or the device package opened before use? =>unknown. Was there tyvek or seal damage? =>unknown. Was sterility compromised? =>yes. Was there packaging delamination? =>unknown. Was there any hole, tear, or puncture in the packaging that compromised sterility? =>unknown. Are there any pictures available? =>no picture is available . No further information will be provided."

Event description:
It was reported that the package was found to be opened before use. The sterility was compromised. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.